Manufacturer narrative:
The manufacturer is still waiting for the arrival of the infusion pump.

Event description:
The user reported that the pump leds and segment display were out. The local service technician the user employee has found that the pump was under infusing and had an old style pump mechanism. No patient was involved.

Manufacturer narrative:
The reported led issue was confirmed. The pump was found to have a malfunctioning led display . The reported under-infusing issue was not confirmed. The pump was found to have a flow rate accuracy of -1.5%, which was within the +/-5% specification. The pump was also found to have a grinding door latch and a battery outside of warranty; neither of these issues were related to the complaint. The pump was repaired and tested to meet full specifications on 06/07/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00084).